Event description:
The customer reported that the device failed to deliver a shock during pt care. There was no report of negative pt impact. Additional information has been requested and this investigation remains open.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.